Manufacturer narrative:
The ventilator was evaluated on site by the hosp biomed and our field service engineer after the event and the reported problem was not reproduced and no parts were replaced. Evaluation of logs shows that the pre use check passed before and after the alleged event. The technical log shows no deviations. The event log shows that during a period of 5 minutes the alarms inspiratory tidal volume overrange and check tubing are registered a number of times together with low expired minute volume and low peep ( positive end expiratory pressure ). Inspiratory tidal volume overrange alarm indicates that that the ventilator delivers a very large volume and the other alarm indicates that the inspired volume does not reach the pt. This alarm arises due to presence of a big leakage or a disconnect situation. The cause to the experienced problem of no chest movement and the non measurement of the expired minute volume was that no or a small amount of inspired tidal volume reached the pt. Our conclusion to the experienced problem that no expired volume was measured is that there was a leakage in the pt system. Maquet inc. Submits this report on behalf of the device mfg facility maquet critical care ab. Maquet critical care ab provides product failure investigation, analysis and resolution for the device described in this report.